Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 582 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Reportedly, due to the elevated bg level, the customer "got sick to their stomach" and reportedly lost consciousness. Paramedics were called for assistance however, no further information was provided.